Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged between 40 mg/dl and 500 mg/dl; cause was due to over bolusing. Customer addressed bg level by ingesting jelly beans. Reportedly, the customer continued to use the pump for insulin therapy.